Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable; no patient involvement. Block h3: the intrasight mobile touchscreen monitor was not returned, thus no product investigation was performed. Block h6: based on the complaint details, the damage to the touchscreen monitor occurred at the customer site. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intrasight mobile system touchscreen monitor was cracked with sharp edges observed. The touchscreen monitor was dropped at the customer site. There was no patient present and no user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.